Event description:
A cardioquip (cq) technician identified potential contamination in the internal tubing of this device during a depot repair, and had the tubing inspected by cq director of operations and epidemiologist, who recommended that the device receive hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Cq received hpc test results on 08/26/2024 which were outside of cq specifications for water quality, indicating device contamination.

Manufacturer narrative:
A cardioquip technician had epidemiology review a device's internal tubing while the device was at cardioquip for repair. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 08/26/24. As of the date of this report the customer has not responded to these options.